Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was not able to confirm the customer comment that the head was not working, it interrogated while the cable was being manipulated and no faults were noticed. The cable was replaced as a preventive and it noted that it was stiff and that this was likely from cleaning the cable. It passed all functional and system testing.

Event description:
It was reported that the radiofrequency programmer head was not working. The head was returned for service. No patient complications have been reported as a result of this event.